Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately high. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated, the alleged issue began on (B)(6) 2011 at approximately 7:58am. The patient reported blood glucose results of "85mg/dl" with the subject meter and "57mg/dl" on a laboratory device, performed within 10-30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs's criteria for accuracy. It is not known how the patient manages her diabetes however, since the patient is using the onetouch ultralink meter, the patient is most likely insulin dependent. The patient claimed that approximately 1 hour before testing on the subject meter, she was experiencing symptoms of "shaking, felt tired and weak." It is unknown what, if any actions the patient took in regards to her usual diabetes management routine however, the patient denied receiving any treatment. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the sample was obtained from an approved sample site. The subject test strips were in good condition. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. Although, the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient's symptoms started before the alleged issue began and she did not receive any form of medical intervention. However, this complaint is being reported because, the subject meter did not meet lfs accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 (11/15/2011)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the test strips have passed all testing with no faults found. The meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.